Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that about a month ago patient had loss of therapeutic effect and relief after he was hospitalized for pneumonia. The patient could feel stimulation in his left testicle on program 3 at 2.90. It was noted at program 4 patient could not increase stimulation beyond 0.00. It was noted that patient was assisted to go to program 1 at 3.30 but it was too strong, he decreased stimulation to 3.20. It was indicated that patient had urinary and fecal issues where ever he went. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the event was attributed to programmer. It was also noted that reprogramming was not performed by the health care provider. No hospitalization was reported and the patient had not followed up.